Event description:
Per repair center, unit contaminated / low o2.per independent repair center statement, low o2 or yellow light. The key failure was that the manifold valve was contaminated. Other issues were that the sieve beds were contaminated and the manifold hose clamps were defective.